Event description:
Customer reported to beckman coulter, inc. (Bec) that the unicel dxc 800 synchron system generated suppressed results for alkaline phosphatase (alp) and reaction noise. Customer reported that there was a leak from reagent probe b. Customer reported that 50 cubic centimeter of diluted wash concentrate leaked from reagent probe b. Customer reported that erroneous results were reported out of the laboratory. Customer reported that the results were amended. There was no report of any adverse event or injury requiring medical intervention or patient treatment. Bec field service engineer (fse) replaced the collar wash vacuum valve on probe b.